Event description:
The ceramic tip that connects to the metal portion of the probe broke off in the patient's knee while the doctor was operating. The piece was recovered from the patient.

Manufacturer narrative:
The complaint device has not been returned to the manufacturer to date. A follow-up report will be submitted with the investigation results upon completion of the investigation.